Event description:
The dealer alleges the first time the unit was plugged in, it got hot, smelled like it was burning, and started to alarm. The unit was allegedly so hot, you could not hold on to the filter. No injury is alleged.

Manufacturer narrative:
(B)(4). The device, concentrator, model #irc5po2, serial # (B)(4) was returned for an evaluation. The device was about 3 months old at the time of the complaint. The maintenance history was unknown at the time of the complaint. The concentrator was powered on and set to 5 lpm. After running for 1 hour, the complaint was verified and further internal component checks showed that the fan wire was disconnected. A check was added in the manufacturing process to ensure that the wiring would stay connected and is documented in (B)(4). This device is used for treatment but not diagnosis. The dealer alleges that there was a burning smell after plugging in the concentrator model irc5po2, sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm". The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the consumer to overheating of the device.

Manufacturer narrative:
The dealer alleges that there was a burning smell after plugging in the concentrator model irc5po2 sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier." The dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the consumer to overheating of the device.

Event description:
The dealer alleges the first time the unit was plugged in, it got hot, smelled like it was burning, and started to alarm. The unit was allegedly so hot, you could not hold on to the filter. No injury is alleged.